Event description:
Further follow up with the patient's treating physician was performed and it was revealed that the symptoms started right after the patient's vns adjustment. It was believe to be related to vns stimulation as it was occurring with stimulation. The physician reduced the patient's settings for a while and then re-increased the settings and it was tolerated well at that point. There were no other causal or contributory programming or medication changes that preceded the event and the patient does not have a medical history of a double heart beat pre-vns. No other information was provided.

Event description:
It was reported by the patient's neurologist that the patient was complaining of excessive double heart beating. Additional information obtained from the patient revealed that an EKG was performed, which came back normal. The patient indicated however that he felt the test was performed during the off-time cycle of the vns device. The patient was scheduled to follow up with his neurologist to make adjustments to the settings. The patient is currently programmed to 0.5ma, so they will likely try decreasing the pulse width or signal frequency. Attempts for additional information have been unsuccessful to date.